Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise on the ra and rv channels in an rv lead monitoring recording transmitted to home monitoring were reported. Postural testing and isometrics were recommended. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.